Event description:
It was reported to philips that the device displayed an ECG error message. There was no patient involvement. The device was evaluated by a field service engineer (fse) and the reported issue could not be confirmed. The device was tested and the fse was unable to reproduce the customer's reported problem. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. A complete performance verification test was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that there was an ECG technical error on the display. There was no patient involvement.